Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault-2001 " error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.